Manufacturer narrative:
Bed ran over power cord and it got stuck in the caster wheel.

Event description:
It was reported by service report that the power cord was damaged and a caster wheel wasn't able to rotate. No pt involvement or adverse consequences are reported.